Event description:
It was reported the lead exhibited high thresholds after implant. The lead was revised and the threshold values were "good". Over the next several days, the threshold values became unacceptable. Fluoroscopy was performed and no dislodgement of the lead was observed. The lead was then removed and a new lead was implanted. The physician elected to implant a defibrillation lead for a heavier, firmer lead body and the defibrillation coil was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Electrical resistance and cross continuity test results were within specifications.